Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 3. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp end therapy. The hp stated they would use manual supplies for tonight. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp stated nothing was noticed with the supplies and the sample was discarded. It was the only time they had that problem and therapy had been going fine since. A companion sample was available and requested with lot number h10a05013. The nurse was contacted regarding the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h10a05013) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).